Manufacturer narrative:
Section h10: the information regarding pump exchange in section h10 of the previous report was inadvertently added. The patient did not receive a pump exchange. Corrected manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Analysis of the log file provided by the account confirmed low speed alarms. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. The pump remained above the low speed limit for the duration of the file until 03sep2019 when the patient¿s speed dropped below the low speed limit. Low speed hazard with corresponding low flow hazard alarms were observed during this event. The observed low speed event occurred while the patient was supported by the power module. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing on heartmate ii lvas. There is no product available for evaluation. Analysis of the log file provided by the account confirmed low speed alarms. Although a specific cause for this event could not conclusively be determined, based on past experience with the hmii lvas and similar reported events, the captured event appeared consistent with a potential driveline issue. The pump remained above the low speed limit for the duration of the file until (B)(6)2019 when the patient¿s speed dropped below the low speed limit. Low speed hazard with corresponding low flow hazard alarms were observed during this event. The observed low speed event occurred while the patient was supported by the power module. The patient underwent a pump exchange for an unknown reason therefore medical or surgical intervention to preclude serious injury or death was required. The hmii lvas IFU and the hmii patient handbook contain sections on ¿caring for the driveline (percutaneous lead),¿ and explain that all heartmate ii lvad drivelines have the potential for breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that log file submitted for review confirmed low speed operation alarms while attached to the power module. This type of behavior has been linked to potential issues with the percutaneous lead. Additional information was requested however not provided.